Event description:
Suspected type iii endoleak reported as related to the procedure, undetermined whether related to the device or pre-existing medical condition. The event was anticipated, no action was taken. Patient outcome - "adverse event ongoing."

Event description:
Suspected type iii endoleak reported as related to the procedure, undetermined whether related to the device or pre-existing medical condition. The event was anticipated, no action was taken. Patient outcome - "adverse event ongoing."